Event description:
The customer called and reported receiving a lost sensor alarm. At the time of the initial call, customer's blood glucose was 126 mg/dl. The insulin pump was not communicating with the transmitter and the customer was unable to troubleshoot. Customer was unable to read what was on the insulin pump and was having trouble speaking about the situation and seemed confused. The customer agreed to check his blood glucose and did not return to the phone and the call dropped. Customer was called back and a voicemail was left. Customer was called again fifteen minutes later and another message was left. The customer was called back a third time and answered. He stated his blood glucose had gone down to 30 mg/dl. Customer's spouse was with him and had him treat. The customer reported he was sweating and was waiting to stop sweating before checking blood glucose again. He stated he would call back if he needed to.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.